Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2d0me, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type : lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing no symptom relief and pain at lead site. The patient also does not feel stimulation even when amplitude was increased to 8.0 volts. The patient stated they did not fall and was compliant after implant with no heavy lifting. The healthcare provider (hcp) increased amplitude one every electrode and patient did not feel stimulation at all even at 8.0. The hcp ordered x-ray and shows lead has pulled onto posterior side of sacrum. The hcp does not think infected as no visible signs of infection. The hcp decided to immediately remove entire implant and send for culture for infection. It was confirmed that there were no visible signs of infection at pocket or lead site intra-operatively. The hcp has the device but it will be returned. No further complications were reported.

Manufacturer narrative:
H3: ins: the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Lead: analysis identified that conductor 2 was broken 4 mm from the distal end of the lead, inside electrode 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.